Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (not returned). The optic was torn/split (possibly cut) into pieces. Only half of the optic was returned. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/18/2010 and 03/12/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).

Event description:
A technician reported that following bilateral intraocular lens (iol) implant surgery, the patient could not "tolerate" the iol. The iol was exchanged for a different model. In a follow-up, the technician reported that post-exchange, the patient is "doing well and happy with the iol". Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye. The report for the right eye was previously submitted under MDR # 1119421-2009-00743.